Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome reported seeing the elective replacement indicator (eri) message a couple of months ago. The consumer's doctor read their implantable neurostimulator (ins) battery level one week ago and told them they had (B)(4) battery left, and the ins would deplete completely at (B)(4). On (B)(6) 2016 the consumer turned stimulation on and wasn't feeling stimulation on the right side, so they tried turning stimulation off but couldn't pass the eri screen on the patient programmer (pp). A battery replacement was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.